Manufacturer narrative:
A portion of the percutaneous lead (lead) that was removed during the repair as well as the explanted device was returned to the manufacturer for evaluation. The report of alarms and pump stoppages was confirmed based on the evaluation of the returned lvad pump. The pump was returned with the lead severed into three segments. Examination of the lead noted several areas of breakdown to the braided shield, including 3" and 12.5" from the pump housing. Visual inspection of the wires 3" from the pump housing found a breach in the orange wire insulation. The remaining wires revealed deep abrasions to the colored insulation. While manipulating the black wire for inspection, the insulation elongated and fractured adjacent to the orange wire breach, indicating that the insulation had likely been breached by the abrasion. The brown wire insulation showed a small tear at the severed edge 12.5" from the pump housing. The tear appeared to contain corrosion material typically associated with an electrical short. The pump portion, external portion, and the portion previously replaced passed all electrical continuity and high-potential testing. Visual inspection of wires found no additional insulation breaches that would have contributed to a potential electrical short. The exposed conductors of the orange, black, and brown wires would have allowed an electrical short to ground while the system was operating on the power module. The short would have caused the alarms and pump stoppages captured on the system controller log files. The reported event also could have resulted from a phase to phase short if the exposed conductors of the black or brown wires and the orange wire made direct contact or simultaneous contact with the braided shield while the system was operating on batteries or the ungrounded patient cable. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient observed a pump stoppage during the morning of (B)(6) 2015. The pump came back on within a minute. The patient reportedly had been connected to the power module when the event occurred. The patient was asymptomatic at the time of the event. A submitted data log file confirmed a low speed/pump stoppage event on (B)(6) 2015 that lasted for approximately 3 seconds. On (B)(6) 2015, a second data log file was submitted for review and more pump stoppage events while connected to the power module were captured. The system controller was exchanged. It was reported that pump stoppage events were noted to continue after the system controller was exchanged. The patient was provided with two ungrounded power module patient cables for use when the pump is supported by the power module. On (B)(6) 2015 a submitted x-ray of the percutaneous lead was reviewed by the manufacturer's technical services representative and it was found to be unremarkable. There were no further speed drops or pump stoppages after the patient was placed on an ungrounded patient cable. The patient was discharged on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
The device was received for analysis. The evaluation is not complete.

Event description:
Additional information: it was reported that the pump off, driveline disconnect and low flow events reoccurred. A data log file was submitted for review by the manufacturer's technical services representative and the alarms were confirmed and now occurred on both power module and battery support. It was reported that the patient had been in a car accident with the air bag having been deployed and additional pump stoppage events occurred after the accident. X-rays did not reveal any position changes with the pump, or any suspect areas of damage to the percutaneous lead. An external percutaneous lead replacement was performed on (B)(6) 2015; however, pump stoppages occurred again after the lead replacement. The patient underwent a pump exchange on (B)(6) 2015.